Manufacturer narrative:
Date sent: 9/8/2017. (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the device not staple but cut? This device on staples and does not cut. However, when the surgeon fired the gun no staples came out how was the situation handled? I am led to believe the surgeon performed a hand anastomosis to be 100% sure there were no staples compromising the anastomosis.

Event description:
It was reported that during an unknown procedure, the surgeon went to use the device but when it fired there were no staples. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Batch # p55r5t. Device evaluation: the analysis results showed that the tl90 device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.